Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to remove the blue needle guard from an infusion set on (B)(6) 2024. Event occurred within 3 hours of insertion. The insertion site was at abdomen. Blood glucose level was 303 mg/dl at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient will replace supplies as necessary and resume insulin. No further information was available.